Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which lead to pacing inhibition for greater than 2 seconds. The patient was not symptomatic and noise could not be reproduced in the clinic. The physician plans to monitor the lead for now. No changes were made. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.